Manufacturer narrative:
The reagent lot number was requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t gen.5 stat result from one patient sample tested on the cobas 6000 e601 module. The initial result was reported outside of the laboratory. The reporter stated that they received an alarm after they reported the initial result. The high result was 15.000 ng/l. The low result was 3.000 ng/l.

Manufacturer narrative:
The field service engineer (fse) inspected the module and changed multiple parts. The fse did not find a specific cause for the event. The investigation reviewed the result data which clearly showed missing signals. This finding is consistent with reagent pipetting or signal generation. Sipper alarms were also noted. The related parts were checked and no issues were found. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. The investigation determined that the event was consistent with a leakage in the flow path.